Event description:
Meter name: unknown. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were customer and lost meter and was sent a replacement on 11/11/01 via u.s. 2 day express. Health care professional says it never arrived, and since she was unable to monitor patient, patient's sugar levels went up and was thus hospitalized. Their meter allegedly was never received. No other blood glucose tests reported, no comparisons reported. Treatment was: unknown. No further information has been reported.